Manufacturer narrative:
Results: preliminary investigation confirmed leakage on the used sample. The leakage portion was located in the bonded portion between the cuff and the tube. Upon receipt of the completed investigation, a f/u report will be submitted.